Event description:
On (B)(6) 2013, the lay user/patient contacted animas to report that she was admitted into the hospital for a low blood glucose on the afternoon of (B)(6) 2013. The patient stated her blood glucose registered ¿60 mg/dl¿ when checked with ems meter; however, her blood glucose registered ¿30 mg/dl¿ when she arrived to the hospital and was treated with glucose. The patient reported that she was discharged on (B)(6) 2013 on the pump. Prior to event, the patient stated that she had just received the replacement pump and set it up herself. It was noted that the date/time settings were incorrect. The am and pm were reversed. Customer technical support (cts) explained to the patient that her basal rates were being delivered at the incorrect time of the day due to the pump am and pm settings being reversed. It was also noted that the patient did not set the isf or iob, which may have also contributed to the patient¿s blood glucose excursion. It is not known how much time elapsed between when the patient started on the pump and onset of symptoms. This complaint is being reported because the patient was reportedly treated for a serious injury by an hcp while on insulin pump therapy. The patient¿s alleged hypoglycemia can be attributed to use error since the patient did not properly set the time and other settings on the pump which may have affected rate and amount of insulin delivery.